Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) due to an increase in elevated patient results. The customer reported air in wash 1 tubing. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced clean valves, pinch valves, and wash 1 bulk fluid reservoir connector. The cse adjusted the aspirate probe 4 height. The cse ran quality control (qc), resulting within range. The cause of the discordant, falsely elevated vitamin d and (B)(6) results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated vitamin d results and discordant false (B)(6) results, above the cutoff for mandatory confirmation testing, were obtained on patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). Patient sample 2, tested for vitamin d was repeated on the same instrument, resulting lower. Patient samples 4 and 13 were not repeated. Patient samples 14 and 15, tested for (B)(6) were repeated on the same instrument, resulting (B)(6). It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant vitamin d and (B)(6) results.